Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. No numbers appeared on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk.